Event description:
Review of the download data of an (B)(6) old male patient revealed a service code 109 (problem with data file system). Zoll customer support contacted the patient and was informed his monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation on monitor sn (B)(4) has been completed. The reported problem (service code 109/will not power on) has been confirmed. The cause of the monitor not starting up was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The patient received a replacement monitor.